Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument's inputs were manually articulated, and no issues were observed. The grip tips were able to open and close properly. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly with no further issue. Failure analysis identified additional observations not reported by the site: the instrument was found to have damage on the conductor wire¿s insulation. As a result, the wires inside were exposed. An electrical continuity was performed and passed. No thermal damage was observed. Root cause of this failure is attributed to a component failure. Moreover, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks measures 0.067¿ to 0.118¿ in length and were not aligned with the tube axis. The root cause of this issue is typically attributed to user mishandling. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the force bipolar instrument (part# 471405-06/ lot# n12210603 / sequence# 0038) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on (B)(6) 2021 on system serial# (B)(4) with 2 uses remaining. Based on this review, the instrument was not used in subsequent procedure(s) after the alleged event reported on this record. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported as a reportable malfunction due to the following conclusion: the instrument had conductor wire damage with the inner wires exposed. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was initially reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument jaws did not want to open. Per subsequent follow-up received from the clinical manager on 26-aug-2021, the issue was identified during a procedure and the defective instrument was immediately replaced with another. There was no report of patient injury due to this incident. No patient-related information could be provided. On 30-aug-2021, further information was obtained from the clinical manager stating that the procedure was completed robotically with no patient harm or injury. It was unknown what surgical task was being performed when the issue occurred, and if the jaws of the instrument were stuck on any tissue. The instrument release key (irk) was not utilized in this event. Further details including how the instrument jaws were opened and if strong grip mode was were unknown. No further information was provided. There were no photographic images or a video recording of the procedure available for review.